Manufacturer narrative:
Product investigation summary: the narrow screw removal pliers (part: 398.651 / lot: 3399251) was returned and reported to have broken. This complaint condition was likely caused by over six years of consistent use and possibly rough handling during surgery or sterile processing. However, this complaint is not likely the result of any design or manufacturing related deficiencies. A visual inspection, functional test, and drawing review were performed as part of this investigation. This complaint is confirmed. The narrow screw removal pliers are an instrument routinely used in the screw removal set. Visual inspection: one (1) of the distal jaws has entirely broken off from the device along a rough fracture surface. It is likely that over six years of consistent use, and possibly rough handling during surgery or sterile processing, has led to this complaint condition. The device was manufactured in april, 2010 and is over six years old. The balance of the returned device is in worn condition and slightly loose at the junction of the two arms. The relevant drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. Upon review of the device history record, no non-conformance reports were generated. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date subject device was received for evaluation by synthes manufacturer. Email address of initial reporter. The subject device is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information: the reported surgery was a revision surgery to address nonunion and to remove an unknown quantity of unknown broken non-synthes screws. There was a surgical delay of "a few minutes" (exact duration unknown) due to the previously reported event of the synthes narrow screw removal pliers breaking during the surgery. It was further reported that the pliers were locked onto the screw shaft during attempting to removal of a broken non-synthes screw. During pulling and bending of the screw with the pliers, one large piece of the nose portion of pliers on one side broke off. The broken piece was easily retrieved. There was no patient harm as previously reported. This report addresses only the incident of the synthes pliers breaking intraoperatively.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not available for reporting. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device history records was conducted. The report indicates that the: manufacturing site: (B)(4), manufacturing date: 20. Apr. 2010. The review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during removal of hardware from the foot/ankle area the screw removal plier broke during the procedure. No patient harm nor delay in surgery. There is 1 part in this complaint. This report is 1 of 1 for (B)(4).